Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was having communication issues with external devices, and the patient had lost stimulation due to the ipg becoming inoperable. The patient stated she last charged her ipg approximately 8 weeks ago. Possible surgical intervention will take place at a later date to address the issue.